Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device emitted smoke.

Manufacturer narrative:
Alleged failure: we had a customer have a strykeflow 2 start to smoke during a case. Lot: 24267fg2. Manufacture date 9/23/2024. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be fluid ingress causing steam. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Section e1: initial reporter phone number was added.

Event description:
It was reported that the device emitted smoke.